Event description:
The patient presented with increasing shortness of breath and fever, and was admitted to the hospital due to suspected endocarditis. The patient improved and was discharged to extended care on antibiotics. The valve remains implanted.